Manufacturer narrative:
On (B)(6) 2019, patient reported that the physician states that she has minor capsular contracture. On (B)(6) 2019, doctor confirmed bilateral rupture upon MRI examination. Patient scheduled for removal on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/10/2019, mentor received the left device. On 7/8/2018, mentor became aware that mistakenly not reported that the left implant was intact. Device evaluation completed on 6/22/2019: during evaluation of the sample it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that unintentionally not reported that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503501bc, serial number (B)(4), and right replaced with catalog number 3503501bc , and serial number (B)(4). This report is for the left implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 300cc, silicone breast implants which bilaterally ruptured after implantation. Patient had complained of uneven implants, right implant moved from submuscular to subgranular during which physician provided a revision surgery but patient unsure what was done at that time. On (B)(6) 2016, patient saw the physician again complaining of pain in both sides and that right side had moved up higher. On (B)(6) 2019 MRI examination showed bilateral rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.